Manufacturer narrative:
Section a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2024 through (B)(6) 2025. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted. Reportedly, the device did not malfunction. The explant was due to the patient's inability to tolerate the lens due to refractive surprise which is an unexpected outcome. The replacement lens was anticipated to be a standard monofocal lens, such as a zcb00 lens. No further information was provided.

Manufacturer narrative:
Additional information : section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 31, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the intraocular lens was received inside a specimen cup. The lens was visually inspected under magnification revealing that the lens was cut in half. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.